Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre check, the cardiosave intra-aortic balloon pump (iabp) had a power up failure. There was no patient involvement.

Manufacturer narrative:
Component codes, nvestigation conclusions), h10 additional information: e1(event site telephone: (B)(6), contact name: bret duff) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.